Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that when he got the implant on (B)(6) 2010 he ¿got an infection and I had chills.¿ when asked if the infection was at the implant site, the patient stated, ¿no it was just inside me and they gave me medicine and it straightened it out.¿ no further complications were reported.